Event description:
"Potential infection with lumbar fluid leak" was reported. It was narrated that following implant procedure the next day patient reported "frank redness of pump pocket and flank site." No culture was done. On (B)(6) 2012, patient went to pcp (primary care physician) and was started on keflex 500mg qid and the redness reportedly resolved with antibiotic. On (B)(6) 2012, patient was seen at the implant physician's office for suture removal. It was added that when traveling back home the clothes saturated with fluid from incision site; "fluid leak from lumbar site post-suture removal." The next day, patient went to the ER (emergency room) and was treated and released. On (B)(6) 2012, patient notified the implanting physician of fluid drainage and was asked to come to the office and was admitted same day. On (B)(6) 2012, patient was scheduled for incision exploration. Patient symptoms included fluid drainage, incisional wound opening, and headache. In regards to the catheter "capped/abandoned/partially removed" was noted; however it was not clear if this was done or planned. Patient status at time of this report was noted as alive, with injury. Drugs delivered via the device were dilaudid, and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk; programmer model: 8835, serial # (B)(4). (B)(4).

Event description:
Additional information was received. It was reported that the patient's incisions were healing well with no sign of drainage. It was also noted that the patient was doing well, but the pump dose was continuing to be increased.